Manufacturer narrative:
H3: other text : evaluated by third party.

Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The device was returned to a third party service center. During visual inspection of the device it was found that the power connector of the unit is corroded and damaged. In addition, the inspection found that there is tobacco contamination. The device was scrapped. This report is being submitted for the corrosion found during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.

Manufacturer narrative:
Upon review of this complaint, there was no alleged serious injury. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.